Event description:
Caller (nurse) alleged imprecision with inratio2 meter. Pt's therapeutic range: 2.0-3.0 inr. The 2.7 inr was obtained with a different inratio meter. (Serial number unk).

Manufacturer narrative:
Investigation pending.